Event description:
The customer reported receiving motor error alarms from the insulin pump that could not be resolved, with no significant events occurring beforehand. Customer reported being able to complete the rewind sequence. The customer also reported being hospitalized for high blood glucose while wearing the insulin pump on (B)(6) 2015, 3 days before his call with the helpline. The customer reported having a value of 500 mg/dl during the hospitalization. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Nothing further reported.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/aa33 tests. Unit was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. Unit was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.